Manufacturer narrative:
The blower motor assembly was returned to the manufacturer for failure investigation (fi). The customer complaint was verified. The root cause is a mechanical failure of the blower motor.

Manufacturer narrative:
B4: (B)(6) 2021. H11: it was the field service engineer who evaluated and replaced the blower.

Manufacturer narrative:
G4:05may2021. B4:05may2021. The customer replaced the blower to resolve the issue. The unit was tested and it was returned to service.

Event description:
The customer reported blower error. There was no patient involvement. The customer confirmed the blower was faulty and it sounded badly along with not producing much pressure. The customer replaced the blower to resolve the issue. The unit was tested and it was returned to service.